Manufacturer narrative:
Section b2: outcomes attributed to adverse: correction, section d1: brand name: correction, section d4: UDI: correction, section d4: catalog number: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported right heart failure could not be conclusively determined through this evaluation. It was communicated that the hospital was contacted but will not provide any further information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists right heart failure as a potential adverse event that may be associated with the use of the heartmate 3 lvas. This document also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major bacterial infection in their lung. Drug treatment was performed, and the infection was stated to not be related to the device. It was also stated that the patient had right heart failure (rhf) and presented with ascites and peripheral edema. The rhf was stated not to be related to the device because of a coexisting valvular disease. The patient was hospitalized from (B)(6) 2024 to (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.